Manufacturer narrative:
The reported event of detached connector pin was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the polytetrafluoroethylene (ptfe) coating of the stylet was bunched up/clogged inside the inner coil distal to the connector pin, and the connector pin and connector cap were pulled out of the connector assembly, which is consistent with procedural damage. The cause of the reported event was isolated to the stuck stylet due to bunched up ptfe coating, and the connector pin and connector cap pulled out due to excessive force/procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported that, during an implant procedure, the connector pin detached from the left ventricular (lv) lead while removing the guidewire. The lv lead was explanted to resolve the event. The patient was stable.